Event description:
Olympus received a medwatch report, which stated: "a pt underwent egd (esophagogastroduodenoscopy) with biopsies. There were no complications to the procedure and pt was discharged. Later that evening the pt developed abdominal pain and nbnb (non-bloody, non-bilious) emesis. The doctor was called the next day and the pt was started on zofran. The next day the pt presented to hospital with increased abdominal pain and emesis and was admitted. Later the pt was with hematemesis and abdominal distension. The pt was found to have duodenal hematoma. The pt was on npo (nothing per mouth) and on tpn (total parietal nutrition). The pt never required blood products. Also, it was determined to have pancreatitis. The pt improved with no surgical intervention and was discharged. This report is being submitted because gastrointestinal doctors suspect the olympus biopsy forceps take bigger bit. Although reviewed with doctors and pathologist and he did not think the biopsies were clearly or consistently deeper than what he had seen before."

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info regarding this report without success. The device reference in this report was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If additional and significant info becomes available at a later time, then this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.